Event description:
It was reported that the patient presented with chest pain, a minimally elevated troponin level of 0.1 to 0.3, and an aneurysm in the mid circumflex coronary artery on (B)(6) 2011. The patient was admitted to the medical center on (B)(6) 2011. On (B)(6) 2011, during the procedure, after performing pre-dilatation with a 3x12 non-abbott balloon dilatation catheter, a 4.0x23 rx promus drug-eluting stent was deployed in a lesion just distal to the aneurysm in the mid circumflex artery, with the proximal end of the stent landing at the neck of the aneurysm. Subsequent post dilatation of the rx promus stent using a non-abbott dilatation catheter resulted in a retrograde dissection into the neck of the aneurysm. To prevent further propagation of the aneurysm, a 4.0x23 jostent graftmaster stent graft system was advanced to the site and the stent was deployed when inflated to 16 atmospheres. Then post-dilatation was performed using a 4.5x12 non-abbott balloon dilatation catheter. Post intravascular ultrasound images demonstrated well expanded stent segments, exclusion of the aneurysm, and no site complications. Patient was discharged (B)(6) 2011 with no reported patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: 4.5x12 quantum apex, guide wire: .014 300cm, inflation: sys indeflator merit, guide cath: 7 fr mach 1 cls3.5, rhv: co-pilot control valve, sheath: she avanti 6fr 11cm. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of dissection and aneurysm are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.